Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional evaluation confirmed there were no abn ormalities of the representative sample that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the bag was pulled out from the cavity during a laparoscopic gall bladder removal, the bag tore and the specimen fell into the patient's cavity. It was stated that the specimen was retrieved with a new removal bag that they used to complete the case. There was no patient injury.